Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, the operator inadvertently connected the pt after pressing the wrong key during priming of the disposable set. The circuit clotted while trying to start treatment, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to user error as the operator inadvertently pressed the wrong key prior to connecting the pt for treatment. The user's guide provides adequate instructions for performing pt connections. Clotting of the circuit is attributed to the amount of time spent attempting to start treatment. There is no evidence of a device malfunction. A direct correlation between nxstage sys one and the reported blood loss cannot be established. Facility staff has been notified and reviewed the event with the operator. There have been no similar problems reported subsequent to this event. Nxstage considers this report closed. No add'l info will be provided.